Event description:
Felt aneursym was inadequately repaired, failed endovascular graft required explantation of endograft and open aaa.

Event description:
Felt aneursym was inadequately repaired, failed endovascular graft required explantation of endograft and open aaa.